Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the patient experiencing backup battery fault alarms was confirmed via testing of the returned controller and via visual analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6)) was returned and evaluated at abbott and a log file was downloaded. The downloaded controller event log file from the returned system controller contained data spanning approximately 10.5 days ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). Data captured on (B)(6) 2023 is consistent with data captured when the controller was returned to abbott for analysis. The log file captured backup battery fault alarm active from (B)(6) 2023 at 15:24:27 to (B)(6) 2023 at 15:45:23 due to the unloaded voltage being under the acceptable threshold as compared to the loaded voltage. The alarm did not affect the controller¿s ability to operate the pump at the set speed. Additionally, the downloaded controller periodic log file from the returned system controller contained data spanning approximately 10 days ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured an atypical backup battery fault active on (B)(6) 2023 at 15:41:28 due to the backup battery not passing the load test. The onset of the alarm was not captured due to the periodic log file only collecting data at specified time intervals rather than upon the detection of an event. There were no other notable atypical alarms active in the log file. During the evaluation, the controller was connected to a mock circulatory loop and a backup battery fault was active, confirming the reported event. The backup battery fault alarm did not affect pump operation. The backup battery was exchanged with a test battery; however, the alarm persisted. Further analysis revealed that the continuity of the ribbon cable pins measured as intended; however, reseating the backup battery ribbon cable resolved the issue. The root cause of the reported event was determined to be an issue with reseating the backup battery ribbon cable; however, the root cause of the ribbon cable issue could not be determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. He device history records were reviewed and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced backup battery fault alarms. The system controller was exchanged and the issue resolved.

Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.